Event description:
Pic line inserted while pt was hospitalized on 3/10/95. On 5/1/95 pt's arm was swollen, warm and mottled. Home health care nurse removed pic line and pt was sent to the ER for examination by primary care physician. Tweny-four hours later, a peripheral line was inserted so pt could continue intravenous antibiotic therapy.